Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2017 with the following findings: the original complaint could not be duplicated. The display was dim and discolored. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue.this complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.